Event description:
Lidocaine hcl topical solution (laryng-o-jet) into airway while using glidoscope. When laryng-o-jet was removed a 2cm piece of plastic vial injector broke off in the pt's oral cavity. Airway was secured. Magills forceps were used to retrieve the broken portion out of away. No trauma noted. Reason for use: surgical procedure.